Manufacturer narrative:
Complaint not confirmed. During device functioning, the returned ar-300b burr attachment device was tested under normal use conditions to see if the issue reported could be reproduced. An ar-300 hand-piece and a round burr was used to assemble the device. The hand piece was powered on and work as intended. A most likely cause for this event to occur, is by not locking the device properly or by not inserting the burr all the way in.

Event description:
Additional information received on 01/31/2020: the rep reported that the surgeon was unable to use the minimally invasive system, and no attachment worked. Therefore, the surgeon had to make the unplanned extended incision.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a bunion procedure, the burr attachment ar-300b, was compromised. Upon setting up the console and attaching all pieces, the burr would not function properly. Another burr attachment piece was attached after the case and functioned properly. There was a 5 minute delay and an open procedure was performed. No patient harm. Additional information received on 12/10/2019: it was reported that the surgery was an open procedure with a very small incision (~1cm) that had to be converted into a 4-5cm incision.